Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, thirty (30) tubes underfilled. It occurred while drawing blood with sharps or wing sets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 07-jan-2026. Bd received 100 samples for lot 5199225 for investigation. Out of these, 20 returned samples were functionally tested for low or no draw, and all samples drew within specification. Based on a review of the device history record for lot 5199225, all product specifications and requirements for lot release were met. This complaint has not been confirmed for lot 5199225, for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, thirty (30) tubes underfilled. It occurred while drawing blood with sharps or wing sets. No adverse impact was reported regarding the patient or user.